Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. Further evaluation regarding related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported a patient became unresponsive and had seizure like activities while connected to a pressure monitoring device. While nurse was trying to draw back from the a line for a blood gas drawing, the nurse had difficulty getting a clean sample due to position. Nurse repositioned the line with tape and tried to redraw sample. Nurse experienced difficulty again when drawing back after taking about 2ml of saline from the line into the closed circuit syringe. The nurse tried to power flush after confirming no air was in the tubing. While returning the saline from the syringe, patient became unresponsive and appeared to have seizure like activities. Nurse noticed patient baseline neuro status diverted on the eeg monitoring device of the patient. Medical team and neuro were contacted to check for evidence of seizure and they confirmed there were no evidence. Md ordered to pull a line out immediately. But according to the nurse, the nurse ended up having 2clot the patient and take them to CT for a brain attack. CT came out negative for anything including air embolus. Once the a line was removed, the patient had no further episodes of seizure like activity and recovered without further injury. Patient was in the cvicu and event occurred post operative. Hospital does not heparinize flush bags and all flush bags are pressurized throughout use of arterial line.

Manufacturer narrative:
During the week of (B)(6), 2022 a site visit was completed by edwards product quality clinician, product safety physician and sales rep. It was discussed that there has been a large amount of turnover in the nursing personnel in the past two years. Nursing in-service on the correct use of model (B)(4) was held during the week. Upon rounding, edwards personnel noticed majority of the arterial lines had the stopcocks in the flushing position during monitoring and a number of left sided arterial lines had extension tubing of 12 inches or more. Hospital physician has also seen stopcocks in the incorrect position. The facility was informed that the stopcock handle in the incorrect position during monitoring and the addition of extension tubing of 12 inches or more can affect the dynamic response resulting in overdamped or underdamped waveforms and inaccurate systolic and diastolic values. Edwards dpt pressure lines are tested for dynamic response up to 96 inches and this model is 85 inches.